Event description:
A customer reported his adc glucose meter "reads erratically", and also that his meter read lower than a competitor's meter. The customer reported that on (B)(6) 2012 at 2:00pm he received erratic readings of 41 mg/dl and 19 mg/dl on his adc meter. (It should be noted this meter does not give a numeric value for readings less than 20 mg/dl.) He also reported that on (B)(6) at 1:30pm, he received a reading of 19 mg/dl on his adc meter that was lower in comparison to a reading of 169 mg/dl from a competitor meter. The customer further reported as a result of these issues, at 2:00pm on (B)(6) 2012 he "was sitting around" when he experienced symptoms of "stiffness, felt like a fish out of water, fell and broke 6 ribs." The customer reported experiencing a loss of consciousness and seizure. Paramedics were called, administered an "IV of saline and water in ambulance", and transported the customer to a health care facility. The customer reported diagnoses of hypoglycemia and hyperglycemia, and treatment with "dilantin 100 mg 8 times" and an unspecified "pain killer 100 mg." Multiple attempts were made to contact the customer for clarification of the reported diagnoses, treatment, and readings that led to the event, without success. There is no report of death or serious impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1170123) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.